Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
¿Blood in bed of newly placed peripherally inserted central catheter (PICC) line. Line was placed in the patient on, found leaking the following day causing the patient to undergo another procedure to replace defective line. PICC line placed yesterday was found to be leaking. Product found to be leaking. Thought to have been caused by a cracked hub. PICC line rewired. Care team and supply chain will monitor for trend in this product and the hub cracking. There was minimal temporary harm in this event that the patient had to undergo another procedure. This is all the information available.¿